Manufacturer narrative:
The electrode lot number was m85. The expiration date was requested but was not provided. The field service engineer found an issue with the solenoid valve for the ise 2 diluent and replaced it. He primed the system, performed ise checks, and performed precision checks that met specifications. The customer ran successful calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. For one patient, the initial sodium result was 162 mmol/l with a data flag and the automatic repeat result was 139 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.